Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had transfer guard anomaly. Customer's blood glucose at time of incident was 407 mg/dl. Customer stated that she could not get insulin into reservoir and she could get air into it but no insulin. Customer was advised that we are sending return packaging from the reservoir and a replacement. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 407 mg/dl. The customer was treated for high blood glucose with bolus after the infusion set change.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.